Event description:
A report aws received that the patient was experiencing inadequate pain relief due to lead migration. The patient underwent a lead revision procedure and was doing well postoperatively.